Manufacturer narrative:
Investigation findings: the complaint sample was received and evaluated by quality control (qc) investigator. No lot was listed for this sample. The qc investigator observed that the cuff on the product was stretched out of shape, the tack was ripped from the cuff and the hook was also ripped from the tack at the webbing. Inspection of sample showed no manufacturing errors observed, therefore it is unlikely that the damaged observed was caused by a non-combatant patient. A recently closed CAPA investigation ((B)(4)) into this type of failure attributed the product failure to end user error. The product is being used on the wrong type of patient (highly aggressive and/or agitated). Root cause analysis: the sample was returned, no manufacturing errors were observed. The complaint text mentioned that the patient was non-combative, however based on the condition of the returned sample, it appears that a lot of pressure was placed on the pad/tacks. This product is contraindicated on patients who are or may become highly aggressive or agitated. The product may have failed due to the product being used on the wrong type of patient. Corrective action and/or systemic correction action taken: no correction is needed for complaint. There was no manufacturing errors found. A recently closed CAPA investigation into this type of failure attributed the product failure to end user error. The product is being used on the wrong type of patient (highly aggressive and/or agitated). No further action is required. Preventative action: as a result of the CAPA investigation mentioned in the investigation findings, a preventative action was initiated to mitigate the risk of end user (health care professional) application to wrong type of patient (highly aggressive and/or agitated). An alternate stitching type was proposed and tested to see if this improved the pull strength of the stitch attaching the strap to the blue foam piece. Test results showed that a new stitch had higher pull strength than original stitch. The change to a new stitch design is currently being implemented. The first lot/master sample was manufactured on 08/04/2015. No further action is required.

Event description:
Copied below are the questions asked by deroyal to initial reporter of complaint about the event and corresponding responses. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: similar to previous issues the foam didn't hold up to the stitch and limb holder at cuff. The patient was not combative but perhaps after some time of tension the cuff broke free from anchor point. How was the quality issue identified? By actual use. How was the product being used? Patient had limb holder on to prevent removing lines, etc. Non-combative elderly patient. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: no injury or outcome regarding failure. Other than important problem gets fixed to prevent an injury in the future.